Event description:
It was reported that the atrial lead dislodged for the second time since implant. The physician took out the lead and examined it and no issue was found but the physician felt more comfortable using a new lead instead. It is also noted that the physician believes the patient is a twiddler. Follow-up was conducted and from the information obtained, it was reported that the first dislodgement occurred (B)(6) 2011. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, it was noted that the distal and proximal conductors had blood/body fluid (not obstructed), the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis noted apparent explant damage.